Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned/non-emergency clinical procedure that was to happen when the issue occurred was completed as planned after the patient was moved to another room. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event logs identified an x-segment controller (xsc) failure. The fse replaced the xsc. The xsc was returned for failure analysis. Analysis found that the xsc power supply had failed due to a defective fuse. After the converter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.